Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. Many good faith efforts were made to reach the customer for additional information however there was no response. If new information is received, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 08feb2021.

Event description:
The customer reported a check vent alarm light emitting diode (led) failure. There was no patient involvement. The customer spoke with a remote service engineer and mentioned that they had replaced the power management board, the user interface board and cable but the issue was unresolved. The rse advised the customer to replace the power switch overlay.